Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that nine units had a leak in the spike during preparation. The operator of the product involved is healthcare professional. The product has been used at (B)(6). Reporter has informed that some samples are available for evaluation. There are no companion samples to be returned. There are no other deficient products used during the event. There was no patient involvement, no patient injury, medical intervention or adverse reaction is associated with this event.

Manufacturer narrative:
A review of the device history record (DHR) for lot number 173490126 was performed. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Unrelated failures were identified during the review. Specifically, the anom/cusum inspection detected a manufacturing issue. Some pieces had a manufacturing deficiency in the ez-cap sealing. The silicon length was registering out of specification. A 100% sort was performed and segregated the material with the irregularities. The lot was subsequently released meeting all quality standards. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes.